Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during the cuff inflation test, before patient placement: the cuff did not inflate. No patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual and functional testing were performed. One sample was received in used conditions without its original package. During the functional testing when the sample was inflated with air, the cuff only inflated on one side, confirming the reported issue. The root cause was due to manufacturing. A corrective and preventative action has been opened to address the reported issue.